Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings, blank display and unexpected restart alarm. Customer's blood glucose value was 457 mg/dl. The customer treated with manual injection. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer will call back to troubleshoot. The insulin pump will not be returned for analysis.